Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room(ER) due to experiencing a "high" blood glucose (bg) level and moderate ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ER later that day with no permanent damage. The cause of the reported issue was unknown. Customer declined further troubleshooting.